Event description:
It was reported that the patient experienced a leak at the port/catheter resulting in swelling to the tissue around the port and severe pain and fever. The port was explanted without any complications.